Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6) 2010, for investigation. A visual inspection revealed that the jaws were burnt, and the silicon was melted and cracked. The tip of the hot jaw silicon was detached. Resistance measurements did not pass specifications. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test; it self-activated. Based upon these findings, the reported failure, "device overheated" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system would not turn off during the pre-cautery test. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.